Event description:
The patient experienced issues with right leg rigidity and leans to the right side. The rigidity and stiffness started recently. He looked like a "paratathes". He has fallen many times and jarred his back to the point that it was very sciatic. He has always had a very bad back. He was going to turn his device off tomorrow and record his results. Additional information has been requested.

Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: 2007 (B)(6), explanted. Extension: model 7482a51, serial# (B)(4), implanted: 2007 (B)(6), explanted. Programmer: model 7436, serial# (B)(4). Lead: model 3389s-40, lot# v029643, implanted: 2007 (B)(6), explanted. Lead: model 3389s-40, lot# v029643, implanted: 2007 (B)(6), explanted. (B)(4).

Event description:
Additional information received from the hcp reported that the patient was last seen on (B)(6), when he reported that he had experienced one fall in the kitchen and a second fall as a result of festination. The patient also experienced more freezing. It was noted that he had more falls and freezing with higher stimulation in the past. The patient was reprogrammed.

Manufacturer narrative:
(B)(4)